Event description:
The customer reported the system intermittently locks up. No pt injury was reported.

Manufacturer narrative:
A ge rep performed an on site investigation. The rep erased the flash and rebuilt nodes and then restored all cal files. The system now functions as intended.